Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported ¿nodule present, multiple polymer folds, fibroadenomas and signs of encapsulation¿ and ¿dense fibroglandular structures with signs of predominant adipose replacement¿. Later healthcare professional reported "encapsulation" and "discomfort and pain in the breast". This record is for the right side. Device remains implanted.